Event description:
After successfully deploying the needle of the outback and gaining access to the tru-lumen, the outback could not be removed back over the guidewire. The guidewire used was a guidant all star wire. Both the outback and the guidant wire had to be removed, and target position was lost. However, the physician was able to get another wire down and get this wire through the access site he had made with the outback needle and successfully treat the total occlusion in the right sfa. There was no report of pt injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.